Event description:
I had saline breast augmentation in 1999. I am a (B)(6) woman in good health other than all the symptoms of breast implant illness. Chronic fatigue, muscle and joint pain especially upper extremities. Brain fog and memory problems. Trouble breathing and feels like I'm being choked. I'm having gastrointestinal issues, thyroid and hormonal issues. Night sweats, hot flashes, easy bruising, heart palpitations, anxiety, insomnia, dehydration no matter how much I drink, metal taste in mouth and foul smelling sweat. Just plain exhausted and hurt. Miserable. Date the person first started taking or using the product: (B)(6) 1999.